Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery the electric dermatome stutters and lacks power. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Ive times as documented in the repair reports in livelink. The last repair was june 26, 2018 where it was reported that the device loses power/intermittent engine work and the bearings, spring seal, control bar, and fine adjustment cams were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on november 14, 2018 revealed that the motor did not run. The calibration was out of specifications at the zero setting only. The control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on november 29, 2018 which included replacement of the bearings, spring seal, motor, lever die cast, and ball plunger. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the motor did not run. The cause of the device stuttering and lacking power was due to the damaged motor. The root cause of the device stuttering and lacking power could not be determined with the provided information since it is unknown how the motor became damaged. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (b)94). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the electric dermatome stutters and lacks power. There was no patient harm or delay and an alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.